Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, three items were involved. One 1.5/1.1 drill guide broke, one 2.7/2.0 drill guide was broken with a drill bit cold welded into it, and a cruciform screwdriver head was stripped. There was no surgical delay reported. The procedure status was unknown. There was no patient consequence. This report is for 1 2.4mm cruciform screwdriver with holding sleeve. This is report 1 of 3 for (B)(4).